Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device history record review a review was completed of the device history records (DHR) for the faradrive steerable sheath upn #m004pf21m402 batch #cl15276. The faradrive steerable sheath was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Device technical analysis upon receipt at a boston scientific (bsc) post market quality assurance laboratory, the faradrive sheath was analyzed by a bsc quality investigator. The faradrive sheath was visually, microscopically and functionally examined. The faradrive sheath was returned with its dilator still inserted, resulting in the removal of the dilator to proceed with further analysis. The faradrive sheath met deflection requirements during functional testing. When functional testing was performed, an attempt to purge air out of the sheath by injecting deionized water was unsuccessful as deionized water was observed to leak from the hemostatic valves likely due to the prolonged insertion of the dilator. Microscopic inspection of the hemostatic valves found a tear in the external valve. Additionally, the hemostatic valves were observed to be deformed as the valves were unable to revert to a closed state. Labeling review review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review a review of the faradrive hazard analysis was completed and confirmed that the event of hematoma was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion it was reported that during a pulse field ablation procedure an access site hematoma was noted which required no intervention. The faradrive steerable sheath was returned for analysis and a tear was identified in the hemostatic valve of the external valve. Based on the reported patient injury, the torn hemostatic valve would not have contributed to the patient complication. Bsc has assigned an investigation conclusion code of adverse event related to procedure for the access site hematoma. Bsc has assigned an investigation conclusion code of cause traced to transport/storage for the hemostatic valve tear. The deformed and torn hemostatic valves identified during device analysis were most likely due to the prolonged insertion of the dilator which was returned still inserted in the faradrive steerable sheath.

Event description:
It was reported that a hematoma occurred. Following a pulse field ablation procedure using a faradrive steerable sheath, an access site hematoma was noted. No interventions were required in response to the pea sized lump. However, returned device analysis found the faradrive steerable sheath hemostatic valve was torn and deformed.